Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited noise leading to over-sensing and triggering auto mode switch(ams). The patient will further be monitored. The patient was in stable condition.